Event description:
It was reported that the user couldn't tear tabs of the peel-away sheath correctly. The user is a heavy user, and he/she used it in a normal way. Therefore, a new unit was used instead. No injury to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image for analysis. The image shows the peel- away sheath torn incorrectly into 3 distinct pieces. The customer complaint of not being able to tear tabs of the peel-away sheath correctly was able to be confirmed by the provided photo. The customer also returned one peel-away sheath for analysis. Definite signs of use were observed on the returned sample. Visual inspection revealed that one side of the peel-away sheath tore partway down the extrusion , causing the tab and extrusion to separate. This is consistent with the customer report of couldn't tear tabs of the peel-away sheath correctly. Slight scalloping of the extrusion at the score lines was additionally observed. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. The overall length of the sheath measured 2 11/16" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be measured due to the condition of the returned sample. Functional inspection could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of a peel away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the extrusion tore partway, causing the tab and extrusion to tear irregularly and become separated. Based on the customer report and the sample received , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the user couldn't tear tabs of the peel-away sheath correctly. The user is a heavy user, and he/she used it in a normal way. Therefore, a new unit was used instead. No injury to the patient occurred.